Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting assistance, as they have a new pump, which they plan to set up and use instead.